Event description:
A home patient reported dry minicaps. Home pt stated the sponges were completely white with no trace of "pvp". The home pt stated there was no pt injury or medical intervention associated with these incidents.